Manufacturer narrative:
(B)(4). Date sent 9/23/2025. D4 batch #514a08. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned sample. Visual analysis of the returned sample determined that the tcr75 reload was received with the stapler retainer placed and with the cartridge body broken in half. The reload returned unfired and the swing tab in the unlocked position. No functional test was performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 514a08, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot.

Event description:
It was reported that during a cystectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.